Event description:
Additional information received from hcp stated that the cause of difficulty connecting was determined to be user error. It was indicated that the stimulator was not implanted too far. It was patient expected experienced post operative soreness at the insertion sites. The patient evaluated in the office 2 weeks post -op with resolution of pain. The steps taking was reassurance. Patient evaluated 1week post -op ((B)(6) 2021) and at 2 weeks post -op ((B)(6) 2021). The reported issue was resolved.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ device code: a150202 does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the equipment was hard to work. The patient was so anxious and pressing buttons before instructed. This was their first time using the equipment on their own. They state they even stress about charging their cell phone. Patient services walked the patient through how to check on the stimulator battery percentage. They kept seeing 'not found'. Patient services believed the patient was in the clinician app when they saw that message, but could not verify because the patient was clicking buttons before reading the rest of the screen. They entered the micromytherapy app and were able to connect to their therapy settings. They checked the stimulator battery which was at 60%. They stated their arm hurt from holding the communicator over their back and stated they thought the stimulator was implanted too far toward the center of their back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient (pt). They reported that they had read through all the manuals and they thought it was "pretty confusing". Patient services agent tried to clarify which manual pt was referring to that was confusing/which part of manual was confusing. Pt clarified there was a lot. Pt stated they didn't understand the information on pg. 24 of recharger patient user guide " that states: "allow 75 minutes for the recharger to warm up before use if it has been stored at or near the minimum storage temperature. Allow 90 minutes for the recharger to cool down before use if it has been stored at or near the maximum storage temperature." Pt inquired why manual for handset says 2017. Pt stated their daughter told them not to get this implant and pt stated they wish they listened to them because pt doesn't like the belt, the container, the dock and stated they "don't like any of it". Pt stated they haven't charged implant yet, but stated that doesn't matter and they don't like the belt, recharger or carrier case because pt travels a lot. Pt inquired if they need to complete registration. Patient services reviewed registration was completed. Patient services asked for event date and pt stated they came home the first day and it was overwhelming and they "couldn't get it to work". Pt mentioned they got the rechargeable implant because they are small and were told they would feel the non-rechargeable implant. During the call patient services reviewed how to check ins battery level. Pt's ins is 30% and was at 60% last friday. Pt inquired if ins battery level will last until their follow up appointment on monday as that's when pt will be discussing possibly beginning to charge. The pt stated they were told by hcp if ins goes down to 10% to charge it and hcp told pt they could charge over gauze. Pt inquired about charging over clothing. Patient services reviewed recharging considerations, recommended charging over clothing once implant site is healed and reviewed to follow up their with hcp to confirm implant site was healed prior to charging. Pt mentioned therapy is on program 3. Reviewed where to find recharger app on handset. Pt mentioned got a message that said retry when pt removed communicator from implant. Pt stated they have been getting message that says retry before. Patient services provided education on general use of handset/communicator. Pt confirmed equipment they think equipment is working correctly. There were no patient complications reported as a result of this event.